Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage found on a bd eclipse¿ needle during use. The consumer reported "the syringe is chipped and is dripping." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.